Manufacturer narrative:
The philips technical consultant (tc) assisted the customer and confirmed the reported issue. The customer requested a replacement part with no further engineer evaluation. A pcie audio amplifier card was ordered and sent to the customer for replacement. The device remains at the customer site.

Event description:
The customer reported that there was no sound from the central station speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.